Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer reference number: 2017865-2025-16998, related manufacturer reference number: 2017865-2025-16999. It was reported that the device system was explanted due to the patient developing bacteremia. It was also noted that the right atrial (ra) lead would not pace. During the extraction, there were unsuccessful attempts to unscrew the helix. On both the ra and right ventricular (rv) leads. At the end of the case, a repeat transesophageal echocardiogram showed moderate tricuspid valve regurgitation. The patient was stable.